Event description:
It was reported that the device lasted only 3.5 years. It was further reported that the lead had high threshold and a new pace/sense lead was implanted while leaving the high voltage portion in use. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.